Event description:
Boston scientific received information that this patient was lost to follow up. The patient was admitted with symptomatic heart failure due to the device not pacing. The device went into storage mode 6 months ago. The local sales representative reported that they physician was going to perform a change out procedure and was questioning what settings needed to be programmed off. No other adverse patient effects. Additional information received from the local sales representative states that this device was successfully removed from service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.